Event description:
It was reported that the user experienced hypoglycemia while using the ilet with a dexcom g7, including a nocturnal low glucose of 60 mg/dl followed by sustained elevated readings on both the ilet and fingerstick; the user noted high sugar intake the prior evening and discovered a bent cannula on a 23 in, 6 mm infusion set after changing supplies. The dexcom sensor had been replaced the previous day due to loss of function. Investigation included complaint history review and user troubleshooting and education. Further investigation of this case revealed user-reported hyperglycemia after a bent cannula and a prior low glucose event, with sensor replacement for loss of function. The user reported symptoms included dizziness associated with low blood glucose. Outcomes included self-treatment with oral glucose without hospitalization. It was concluded that, based on previously established findings for similar reports, the cause of the hypoglycemia and subsequent hyperglycemia was unclear given multiple contributing factors, including infusion set cannula deformation and recent sensor issues. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.